Event description:
It was reported that a user experienced hyperglycemia after a recent ilet supply change, with synced data indicating insulin delivery and no observed leaks or bent cannula during guided troubleshooting; the cannula was confirmed filled and a follow-up blood glucose check was planned to confirm a downward trend. Symptoms included elevated blood glucose. Outcomes included no reported injury, hospitalization, or medical intervention beyond routine troubleshooting and education. Investigation included remote data review, supply change walkthrough, inspection for occlusion or leakage, and confirmation of insulin delivery and cannula fill. Investigation of this case revealed no device malfunction, no component damage, and no identifiable infusion set or cannula issue, and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.